Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-january-2017, a technical support was advised the customer to use newer calibrator lot and recalibrated and run the patient samples. All samples passed. The aia-900 operated as intended. The most probable cause for api patient failure, api chemical 2016 group 2, event 3, 2 of 3 were out high was older calibrator lot was used.

Event description:
On (B)(6) 2017, a customer reported api patient failure, api chemical 2016 group 2, event 3, 2 of 3 were out high on the aia-900 instrument. The customer recalibrated after they got their results back, and the patient results were the same, 2 of 3 are out of range high, again br controls are in range. The issue was the calibrator lot used, newer calibrator lots 23 and higher recovered lower and there was a customer notification sent about the standardization of vitamin d calibrators.